Event description:
It was reported that "air was visible from the patient's catheter to the prismaflex st150 set, and it was detected by a prismax machine through the alarm t0792: "air detected". The treatment was terminated without the extracorporeal blood being returned to the patient." The patient was treated in a hyperbaric chamber for air embolism. The patient's current condition is unknown at this time. Additional information was requested from the customer; however, further details could not be provided at this time.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of a catheter related embolus was not able to be confirmed by the photo. The image shows a teleflex hemodialysis catheter, however, no conclusions about functionality could be made from the photo alone. The customer also returned one, two-lumen 14fr x 15cm acute hemodialysis catheter (ahdc) for analysis. Signs of use in the form of biological material were observed on the sample, and the distal end of the catheter appeared intentionally severed. The severed portion of the catheter body was not returned; therefore, it is undetermined whether there were any defects or anomalies on the severed portion. Visual analysis did not reveal any defects or anomalies with the returned sample. The catheter was severed 172 mm from the juncture hub. The catheter was functionally tested per the product instructions for use (IFU) from an ahdc 2-lumen 14f x 15cm kit. The IFU instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush each lumen. Each lumen flushed as intended without any signs of leaking or blockages. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000162 rev.08) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to a leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter lumen crossover was observed. Based on this testing, the customer issue could not be reproduced with the returned sample. The IFU provided from an ahdc 2-lumen 14f x 15cm kit warns the user, "air embolism can occur if air is allowed to enter a vascular access device or vein. Do not leave open needles or uncapped , unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any vascular access device to guard against inadvertent disconnection. Precaution: do not reinsert needle into introducer catheter (where provided) to reduce risk of catheter embolus. Position patient as clinically indicated to reduce risk of potential air embolus." The customer report of a catheter related embolus was not confirmed by investigation of the returned sample. The customer photo shows a teleflex acute hemodialysis catheter, however, no conclusions about functionality could be made from the photo alone. The material and lot numbers are unknown. Visual analysis did not reveal any defects or anomalies with the sample; however, the severed portion of the catheter body was not returned. Despite this, the returned portion of the catheter met all relevant functional requirements. Both lumens passed functional leak testing performed per iso 10555-1 and no evidence of backflow or inter lumen crossover was observed with either lumen. The IFU warns the user , "air embolism can occur if air is allowed to enter a vascular access device or vein. Do not leave open needles or uncapped , unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any vascular access device to guard against inadvertent disconnection. Precaution: do not reinsert needle into introducer catheter (where provided) to reduce risk of catheter embolus. Position patient as clinically indicated to reduce risk of potential air embolus." Based on the customer report and the sample received, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "air was visible from the patient's catheter to the prismaflex st150 set, and it was detected by a prismax machine through the alarm t0792: "air detected". The treatment was terminated without the extracorporeal blood being returned to the patient." The patient was treated in a hyperbaric chamber for air embolism. The patient's current condition is unknown at this time. Additional information was requested from the customer; however, further details could not be provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Corrected data: section b.1.-type of event corrected to 'adverse event.' The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a catheter related embolus was not able to be confirmed by the photo. The image shows a teleflex hemodialysis catheter, however, no conclusions about functionality could be made from the photo alone. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided from an ahdc 2-lumen 14f x 15cm kit warns the user, "air embolism can occur if air is allowed to enter a vascular access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any vascular access device to guard against inadvertent disconnection. Precaution: do not reinsert needle into introducer catheter (where provided) to reduce risk of catheter embolus. Position patient as clinically indicated to reduce risk of potential air embolus." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "air was visible from the patient's catheter to the prismaflex st150 set, and it was detected by a prismax machine through the alarm t0792: "air detected". The treatment was terminated without the extracorporeal blood being returned to the patient." The patient was treated in a hyperbaric chamber for air embolism. The patient's current condition is unknown at this time. Additional information was requested from the customer; however, further details could not be provided at this time.